Manufacturer narrative:
The insulin pump was received with pump error during rewind due to corroded motor home switch. Pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring stuck motor movement alarm. Blood glucose value was 8 mmol/l at the time of the incident. Troubleshooting was not completed as the insulin pump was unavailable. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The device was not returned for analysis.